Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing stomach issues, heart problems, chest pressure and bloating. There was no report of serious patient harm or injury. The patient reported to have sought medical care several times. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 06/16/2023: the device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were not observed inside the assembly. The device's event log was reviewed by the service center and error code found. Additionally, the device was scrapped. In this report, box d, e, h has been updated/corrected.